Event description:
On (B)(6) 2011, a vns implanting surgeon reported that during the patient's end of service battery replacement surgery that day for, when he put the new generator on the patient's leads high impedance was seen despite multiple pin re-insertions. He then put the old generator on the leads and high impedance was seen again with dcdc=7/output=limit/lead impedance=high. He could not visually see any lead breaks. The surgeon then decided to do a full revision surgery on the patient. The surgeon stated that he did not perform diagnostics prior to surgery. The explanted lead and generator were returned for product analysis on (B)(6), 2011 that has not yet been completed.

Event description:
Additional information was received on (B)(6) 2011, when product analysis was completed on the explanted lead. The entire lead was not returned for analysis, including the electrode portion of the lead. An abraded opening was observed in the outer silicone tubing as well as slice marks, which most likely provide the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Since the electrode array section was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Product analysis on the explanted generator is still underway and has not yet been completed. The manufacturer's consultant reported that the patient's last known diagnostics within normal limits had been on (B)(6) 2011, when both the system and normal mode diagnostics showed output=ok/lead impedance=okdcdc=1/eri=no. No x-rays were taken prior to surgery and no patient manipulation or trauma occurred. The manufacturer's consultant stated that when the physician went back and looked at his handheld he noticed that on (B)(6) 2011, there was a faulted systems diagnostics test first and then the next test showed a high lead impedance (system diagnostics: lead impedance=high/output=limit/dcdc=7). The physician said he remembered the high impedance but had forgotten to note it in the patient's charts and accidentally sent the patient for a battery replacement instead of a lead revision surgery. The patient has been seen by him since the full revision surgery and is doing well.

Event description:
Additional information was received on (B)(4) 2012, when product analysis was completed on the explanted generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications, there were no performance or any other type of adverse conditions found with the pulse generator. The device was not at end of service. Product analysis on the generator that was opened during surgery, but not used was completed on (B)(6) 2011. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.